Event description:
The customer reported that the insulin pump had unresponsive buttons, an error alarm, and a frozen display. Troubleshooting was performed. The customer stated that she had the error alarm after changing the battery. The customer also reported that the time was not advancing. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.